Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the patient was experiencing the same "dizzy symptoms" that the patient had experienced when the implantable pulse generator (ipg) was implanted. The patient's wife expressed concern that there was a problem with the ipg battery. The ipg remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's wife that the patient was experiencing the same "dizzy symptoms" that the patient had experienced when the implantable pulse generator (ipg) was implanted. The patient's wife expressed concern that there was a problem with the ipg battery. The ipg remains in use. No further patient complications have been reported as a result of this event. On (B)(6) 2018, 05:58:52: it was further reported that a device check was performed and no implantable pulse generator (ipg) malfunction was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.